Event description:
A surgeon reports performing intraocular lens (iol) exchange surgery approximately seven years following initial implant surgery due to decenteration of the lens. The cause of the decenteration was not provided. Add'l info has been requested.